Event description:
Pustules in the left nasal alar region, injection site pustule, believes the event represented "vascular compression"; mild pain in the left nlf; mild bruising in the left nlf. Case description: united states report received from a sales representative on 13-sep-2020. A sales representative reported on behalf of a physician that a (B)(6)-year-old female patient received rha 2 and rha 3 for bilateral nasolabial fold (nlf) wrinkles on (B)(6) 2020. 1cc of rha2 was injected in the bilateral mid depth of the nasolabial fold and 0.5cc of rha3 was injected in the deep aspect of the bilateral nasolabial fold. Needles only were used for all of the injections, and it was specified that a 30 gauge needle was used for injecting rha2. The injections went smoothly without incident, and with no swelling, erythema, bruising, or noteworthy pain. In addition, there were no signs of blanching or vascular compromise. The patient was discharged with no complaints. The technique used for administration was unknown, and cannulas were not utilized for the administration of the products rha 2 and rha 3. Previous cosmetic procedures included dermal fillers in the patient's cheeks and lips. Medical history, concomitant medications, and food supplements were not provided. On the morning of (B)(6) 2020, one day following the injection of rha 2 and rha 3, the patient reported mild pain and mild bruising in the left nasolabial fold. On (B)(6) 2020, the patient reported pustules at the left nasal alar region with mild pain. The patient's father, a physician, evaluated the patient and after communicating with the injecting physician's office, he injected the patient with 150 units of hylenex (hyaluronidase) in the left nasolabial fold. On (B)(6) 2020, the patient visited a local dermatologist who injected her with 300 units of vitrase (hyaluronidase product). It was additionally reported the patient was started on amoxicillin twice a day, acetylsalicylic acid (asa) 325mg and local application of nitro paste. On (B)(6) 2020, the patient was evaluated by another dermatologist who agreed with the treatment plan, and the patient reported her signs and symptoms were improving. On (B)(6) 2020, it was reported the patient's pain had improved, and the affected area showed progressive improvement. On (B)(6) 2020, it was reported the patient continues to improve with no apparent long standing issues. The patient had a little peeling skin in the left nasal alar region but overall she was healing well. On (B)(6) 2020, it was reported the patient was doing well. The patient was still experiencing a small amount of redness and dry skin in the area, but was healing well. The physician's assistant stated that she believed the event represented "vascular compression", not "vascular occlusion" due to the length of time it took the patient to present with symptoms. It was additionally reported that all signs and symptoms of vascular compression have resolved. The intensity of the events of pustules at the left nasal alar region and vascular compression was not reported, and the intensity of the events of pain and bruising in the left nasolabial fold was reported as mild. The outcome of the events was resolved. It was unknown if the product was available for return. (B)(6). The batch review undertaken as part of the manufacturer's investigations for batch numbers tp30l-200911a0 (rha2 expiration date 24-feb-2023) and tp27l-200711a0 (rha3 expiration date 10-feb-2023) revealed that both batches were released in accordance with the product specifications. No additional information was available at the time of this report. This case is linked to case (B)(4), (uf/importer report number(B)(4)).